Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was not stitch abscess, but it was abscess of inside the body cavity, so the cause was not needle-suture. The abscess was formed by laparotomy of the colon, it was case of contamination. It was not a bad influence to the patient now, so the doctor would not be stitches removed, but do conservative treatment.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of abscess from the initial surgical procedure. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a laparotomy on an unknown date and suture was used for continuous suturing at peritoneum. After that the patient got an abscess. It was not a control release needle. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? A surgery of bowel. The diagnosis and indication for the index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. The doctor confirmed that the abscess that occurred was not a suture abscess at the wound site, but an abscess within the body cavity, and that the doctor did not believe that the product was the cause. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unk. Please provide the onset date/time of abscess from the initial surgical procedure. Unk. Did the patient have an infection? Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. Unk. Were any pre-op cleansing procedures changed recently? If yes, please describe. Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor confirmed that the abscess that occurred was not a suture abscess at the wound site, but an abscess within the body cavity, and that the doctor did not believe that the product was the cause. What is the patient's current status? Unk. Lot number? Unk. I certify that all information that are known/available has been disclosed.